Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) customer complained about maintenance required code 1. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and reported issue is solved by replacing drive manifold and solenoid board by customer own repair. The iabp was then released to the customer and cleared for clinical service.